Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint sample revealed a broken vial retainer. The root cause of the broken vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation.

Event description:
It was reported that the bd omnitrope® pen 10 didn't have a "smooth transition" during use when administering medication, and while attempting to inject at a later time, a crack was noticed in the pen. The following information was provided by the initial reporter: "consumer called in to report an issue she had with her omnitrope pen. Consumer stated that as she was giving her daughter her medication the pen didn't have a smooth transition, the pen dropped straight down fast. Consumer also stated that when she tried to administer the medication on sunday night she noticed a crack in the pen. Consumer said she doesn't know if her daughter received her full dose."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 didn't have a "smooth transition" during use when administering medication, and while attempting to inject at a later time, a crack was noticed in the pen. The following information was provided by the initial reporter: "consumer called in to report an issue she had with her omnitrope pen. Consumer stated that as she was giving her daughter her medication the pen didn't have a smooth transition, the pen dropped straight down fast. Consumer also stated that when she tried to administer the medication on sunday night she noticed a crack in the pen. Consumer said she doesn't know if her daughter received her full dose."